Manufacturer narrative:
(B)(4). Additional information has been requested and will be submitted upon receipt accordingly. This is one event for the same patient involving two separate products.

Event description:
The plaintiff's atty alleged the patient experienced cardiac arrest and two days later went into pulseless electrical activity (pea) arrest and ventricular tachycardia/ventricular fibrillation. Then three days after pea, the patient experienced ectopic atrial tachycardia and thereafter the patient expired three days later. All of these experiences are alleged to have been caused by exposure to the product during dialysis treatment.